Event description:
It was reported that the right atrial lead exhibited high out-of-range pacing impedance. Lead fracture was suspected but was not visually observed. The ra lead was capped and replaced on 15 feb 2024. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.